Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly while charging. Customer's blood glucose level was 250 mg/dl. The customer delivered a bolus via the pump. The customer was able to resume insulin delivery.